Event description:
Reporter alleged that aviva blood glucose test strips were labeled with an expiration date expiring in 2010. The manufacturer's electronic inventory system and the batch record for the lot show the actual expiration date to be 04/30/2009. No actions or treatment were reported in connection with the alleged malfunction. No adverse event reported. A request was made for the return of the suspect device, and a replacement was sent.

Event description:
During product evaluation by a baxter service technician, a colleague infusion pump was found to have an intermittent stop key on the pumphead module keypad. There was no patient involvement with this event; therefore no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.this device is a remediated colleague pump with a user interface module software version of 5.09.90.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.